Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed, rather, the tip's engagement had misaligned. The distal end of the shaft was found to be expanded, and the grasping section was found to be disengaged from the pin on the shaft. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the tissue pad had peeled off as a distal end defect during a therapeutic laparoscopic gallbladder removal procedure involving an olympus instrument. The tissue pad did not fall into the body of the patient. The issue resulted in a surgical delay of less than thirty (30) minutes. The procedure was completed with an olympus back-up device. There was no patient injury reported.